Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead also alerted for a high pacing impedance. Noise and a fracture was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.